Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective hard drive that was removed and replaced to repair the noted malfunctions. The system was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.

Event description:
The ge oec 6600 fluoroscopy system was slow to respond to commands, long hesitation when saving images or recalling from directory.